Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for clip jumping open and difficulty opening and closing the clip. It was reported that the ntw clip delivery system (cds) was removed from the packaging and it was noted that the clip was completely closed. Device preparation was performed per instructions for use (IFU). The device was de-aired and the grippers were raised. The clip was unlocked and popped open. The clip was then inverted and closed to 120 degrees. There was a delayed in closing. An attempt was then made to re-open the clip; however, difficulty was noted. The physician then tested the lock. The grippers were raised and the clip was unlocked; however, the clip would not open. Troubleshooting was performed and three additional attempts were made to re-open the clip, but the clip would not open. The decision was made to not use the clip delivery system (cds). There was no adverse patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify a lot specific issue. Based on the information reviewed, a potential product issue was identified due to the reported difficult to open or close (clip jumping, clip close ¿ difficult, clip open - difficult, clip open inability ¿ prep) and product quality problem (irregular appearance). The issue is being addressed per internal operating procedure. Abbott vascular will continue to trend the performance of these devices.